Manufacturer narrative:
C-1451 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted as the result of a retrospective review. Additional information was requested in order to progress with this investigation, however, not all was provided, therefore there was only limited information available for the investigation. The device details were not provided to corin, thus, the device manufacturing records could not be identified or reviewed. The instrument set was returned to corin UK and examined, the reported failure mode was verified. The root cause identifies that the rusting effect could be due to the passivation process, consequently the cleaning/passivation process will be updated. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
A stc unity instrument kit was returned as there was evidence of rust/corrosion.